Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. The jaws open and closed as intended. In addition the device locked out as intended but the orange indicator was found under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: a) the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; b) higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on?---8th. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Did the surgeon try to pull the trigger from the handle? ---no. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? After the operation, the sales rep explained that the trigger should be pulled from the handle when the jaws would not open. How was the device removed? ---ligation was performed and then cut off. Was there any tissue damage? ---no. If so, how was it repaired? ---n/a.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws could not be opened when the device was fired on the cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient.